Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a4, b2, b4, b5, b7, d2, d6b, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient underwent a revision procedure seven months post implantation due to fractured implant. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d5, d9, g3, h2, h3, h6 the reported event was confirmed via device return. Visual examination of the returned product identified signs of use in the form of surface starches and the tabs (flanges) of the device were found to be broken off. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Further analysis determined the fracture surface artifacts of striations suggest the fatigue mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a healthcare professional. Review identified distal femoral implant fracture with maintained alignment of the right knee arthroplasty. The visualized implants are anatomically aligned and there was no evidence of loosening. Bone quality appears osteopenic. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report at this time.

Event description:
It was reported patient is experiencing fractured implant post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: oss poly lock pin catalog # 150478 lot # 66573573, oss tibial poly bearing 14mm catalog # 150411 lot # 65980068, oss rs poly fem bushings set/2 catalog # 161034 lot # 66366660, oss rs axle catalog # 161035 lot # 66602748, oss poly femoral bushings catalog # 150477 lot # 66521413, oss poly tibial bushing catalog # 150476 lot # 65790850, oss cemented im stem 11x150 catalog # 150365 lot # 65712982, oss non-mod tib plate long 71 catalog # 161043 lot # 66509370, oss rs 7 cm ellip seg fmrl-rt catalog # 161009 lot # 66495560. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.